Event description:
Driving scooter down driveway when she ran over a raised lip, the scooter turned over resulting in injury.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Driving scooter down driveway when she ran over a raised lip, the scooter turned over resulting in injury.

Manufacturer narrative:
The device was evaluated by a field service technician and found to be working properly. No problems or defects were found with the device.